Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that few minutes past the beginning of vitrectomy of a male adult patient, cutters stopped working (no cutting) and the vibration decreased in handpiece and it was visible that cutter was not moving with poor aspiration. Another pak was opened and stand-alone cutters were used to complete the procedure. There was patient contact but no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., e.1. (Initial reporter phone num), h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. No functional testing could be performed due the probe needle broken condition. No wear assessment could be performed due the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. Photo one show a label with reported lot number. Photo two show two trays with reported lot number. Reported issue cannot be confirmed from photos. The complaint evaluation was unable to confirm the reported events due to probe needle broken condition. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported issues were unable to be confirmed, and an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.